Event description:
Applicator was stuck in body, could not take it out, tampon- vagina [foreign body in reproductive tract] . I tried removing it (applicator) according to your instructions, but I can't remove it [complication of device removal]. Case narrative: consumer reported via phone that the applicator was stuck in her vagina. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Applicator was stuck in body, could not take it out, tampon- vagina [foreign body in reproductive tract]. I tried removing it (applicator) according to your instructions, but I can't remove it [complication of device removal]. Case narrative: consumer reported via phone that the applicator was stuck in her vagina. No serious injury reported.

Event description:
Applicator was stuck in body, could not take it out, tampon- vagina [foreign body in reproductive tract] . Case narrative: consumer reported via phone that the applicator was stuck in her vagina. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.